Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer reported that he received a failed battery test and attempted to replace the battery, but was unable to remove the battery cap. Blood glucose level was about 110 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.